Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, there was a lot of resistance with the 9 french peel away sheath and after multiple tries the doctor was unable to tear the sheath away. The lead was not implanted. No patient complications have been reported as a result of this event.